Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 27 mg/dl. Reportedly, customer intentionally overbolused without consumption of carbohydrates. Subsequently the customer was hospitalized. Bg was initially treated via consumption of carbohydrates and glucagon. The contact declined troubleshooting with tandem technical support, and declined to provide further information.